Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sterile package did not open properly. Wrapper over initial tray did not rip cleanly. Another screw was used without incident.

Manufacturer narrative:
An event regarding a packaging issue involving a hip screw was reported. The event was confirmed. Method & results: device evaluation and results: the outer blister tyvek lid was peeled back and the tyvek lid had separated or delaminated, leaving part of the lid still stuck to the blister. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: the inner tyvek lid delaminated, leaving part of the lid still stuck to the blister. The exact cause of the torn tyvek could not be determined. No issues with the packaging seal were observed. There is no indication at this time that the sterility of the device was compromised or that there was anything wrong with the product itself. If additional information becomes available, this investigation will be reopened.

Event description:
Sterile package did not open properly. Wrapper over initial tray did not rip cleanly. Another screw was used without incident.